Manufacturer narrative:
Qn# (B)(4). The reported complaint of cuff leak was confirmed based upon the investigation of the sample received. Functional testing identified a leakage on the balloon area of the returned sample. A device history record review was performed, and no relevant findings were identified. The root cause of this issue was determined to be manufacturing related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: "cuff leak during use on patient". Additional information has been requested from the account.

Event description:
It was reported that: "cuff leak during use on patient". Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). The complaint was concluded as not confirmed as the root cause is "undetermined". The issued was unable to be identified. No complaint samples were returned for further evaluation / investigation.